Event description:
It was reported to philips the device ECG was not working. A philips field service engineer (fse) evaluated the device. The reported issue was confirmed and traced to a faulty trunk cable. One trunk cable was returned for failure analysis. The reported problem according to which ¿ECG not working¿ was verified/replicated. The cable failed both the electrical and functional tests. The cable also exhibited signs of contaminations on patient electrodes/connectors that could play significant role in the nature of the ECG data signals. The trunk cable will be scrapped. The fse replaced the trunk cable. The device passed all performance assurance tests and was placed back into use with the customer.

Event description:
It was reported to philips the device ECG was not working. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.